Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip revision arthroplasty approximately 8 years post initial operation due to pain and elevated metal ion levels. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and examination of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the devices were seized together. Light yellow foreign material remains affixed to the porous coating of the cup. The exposed portion of the head is scratched. Light scuffing is present inside the taper. The taper is etched -6 while the head is etched 44 on the rim. During the evaluation, the assembly was dropped onto the lab table and the devices came apart. Scuffing, scratching, and a dried yellow liquid were observed on the inner radius of the cup. The same dried liquid pattern was observed on the outer radius of the head. Scuffing was found on the head after the device were dislodged from each other. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: part: 139252 name: m2a-magnum 42-50mm tpr insrt-6 lot: 744130. Part: 157444 name: m2a-magnum mod hd sz 44mm lot: 614110. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2017-04516.

Event description:
It was reported that a patient underwent a total hip arthroplasty approximately 8 years ago. It has been indicated that a patient is being considered for revision due to pain, lack of mobility, and elevated metal ion levels. No revision has been reported to date. Attempts have been made and no further information is available.